Event description:
It was reported that there was high threshold, high and increased impedance on the right ventricular (rv) lead. Noise was observed when manipulations were done in the pocket. It was noted there was confirmed fracture. The lead was inactivated and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 ipg implanted: 2011-(B)(6). (B)(4).